Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was having unexplained high blood glucose. The blood glucose reading was 195mg/dl, and he has treated with the insulin pump and manual injections. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime test and the test passed. The mother called back and stated that the customer was no getting the right bolus amount and wanted to make sure nothing is wrong with it. It was stated that the status screen showed the customer was using active insulin. Explained to the mother how the active insulin works and how the insulin pump calculates everything. The mother called back again to perform a high pressure test, but the test failed. Advised the mother that replacement of the insulin pump will be sent. No further info was provided.